Event description:
A peritoneal dialysis patient noticed a leak when he opened the cassette door. He is not sure where it came from or what caused it. There is no report of patient ill effect. A sample is available for evaluation.